Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that the patient underwent a gynecological procedure and mesh was implanted due to vaginal vault prolapse. Following insertion, the patient experienced pain, urinary/bowel problems and dyspareunia. (B)(4) ¿ urinary/bowel problems; dyspareunia.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with laparoscopic bilateral salpingo-oophorectomy and sacral colpopexy due to vaginal vault prolapse. The patient experienced pain, urinary/bowel problems and dyspareunia.

Manufacturer narrative:
(B)(4): it was reported that patient underwent mesh revision on (B)(6) 2012. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced rectocele and enterocele.

Event description:
It was reported that following insertion the patient experienced rectocele and enterocele.